Manufacturer narrative:
The cause of the ischemia was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
D4: corrected device information. H11: additional information: clinical review clinical details: (B)(6) 2025: impella cp was implanted at 11:14 pm. (B)(6) 2025: 11:49 am: patient improved overnight enough to explant the device as well as concern for ischemia in the lower extremity. (B)(6) 2025: pump was explanted at 12:10 pm.

Manufacturer narrative:
Corrected information was provided in d4 (catalog). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
E1 revised initial reporter first name as it was entered incorrectly on the initial report that was submitted. G3 date should of reflected 29-sep-2025 on the initial report that was submitted. Investigation summary: the investigation has been completed. No product was returned for investigation. Ischemia: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the ischemia was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
Additional information was received. There was no active ischemia with the patient but the vascular medical doctor was concerned due to the patients know pvd. The pump was removed without complication and there was no ischemia to the leg.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient had suffered cardiac arrest during a percutaneous coronary intervention procedure, and the decision was made for an impella cp placement for stabilization. After the impella cp was placed, there were loss of pulses in the left lower extremity which indicated possible acute limb ischemia, prompting vascular consultation. The impella cp was explanted due to patient improvement and concern for limb ischemia, with the patient surviving the procedure.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.